Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on a homechoice (hc) device during use. A technical service representative (tsr) discovered that a nurse disconnected empty solution bags and reconnected new bags to the same cassette. The tsr advised the nurse to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, a nurse reported switching out empty solution bags with full bags during therapy which is a known cause of the alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.